Event description:
The tps sagittal saw was sent in for evaluation because it was running on its own without activation during a procedure. No adverse event was reported. The procedure was completed with an alternate device without any delay.

Manufacturer narrative:
Corrosion damage was noted within the internal components of the device.